Event description:
Patient undergoing de-clotting of brachial/cephalic av graft/fistula. After using over the wire trerotola device in a normal fashion through a 7 fr. Sheath, the physician removed the trerotola and noted the tip of the device still in the patient but also still on the wire. A snare device was used to successfully remove the tip. There was no patient harm.